Manufacturer narrative:
In response to FDA report number mw5069702. (B)(4). Concomitant therapies: zinc, vitamine e, vitamin d, b12. The events of turned white and then black, filler injected into an artery or spread against the artery, terrible reaction, blood supply cut off, tissue is dying, necrosis gangrene, severe pain, nerve damage, vascular occlusion, and permanently scarred are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling addresses the reported event as follows: warnings: juvéderm® ultra injectable gel must not be injected into blood vessels. Introduction of juvéderm® ultra injectable gel into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #10). Injection procedure reaction to juvéderm® ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details. Precautions: in order to minimize the risks of potential complications, this product should only be used by health care practitioners who have appropriate training, experience, and who are knowledgeable about the anatomy at and around the site of injection. The safety of juvéderm® ultra injectable gel in patients with known susceptibility to keloid formation, hypertrophic scarring, and pigmentation disorders has not been studied. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Vascular occlusion of vessels resulting in necrosis and vision abnormalities have been reported following injection of juvéderm® products, with and without lidocaine, with a time to onset ranging from immediate to within one week following injection. These reported events likely resulted from inadvertent arterial injection. In many of these cases, the product was injected into the highly vascularized areas of the glabella, nose, and periorbital area, which are outside the device indications for use (see warnings section). Reported treatments include: anticoagulants, epinephrine, aspirin, hyaluronidase, steroid treatment, eye drops, hyperbaric oxygen, and surgery. Outcomes have ranged from completely resolved to ongoing at the time of last contact. Health care professional instructions #10: if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection.

Event description:
Patient reported they were injected to the glabella area between their eyes with less than 1 syringe of unspecified juvéderm®. Patient noted that during injection the doctor was "a little jerky and said 'oops'" as they were injecting. The doctor also injected "at an awkward angle" and the "lighting was bad" during the injection. Shortly after injection the area between the patient's eyes and forehead "turned white and then slowly started turning black over the next few days". Patient notes "the filler was either injected into an artery or spread against the artery" which caused a "terrible reaction to the area because the blood supply was cut off from the eye area all the way upward to the top of [the patient's] head." Patient's tissue is now dying causing "necrosis gangrene" to set in. Patient stated there was severe pain due to nerve damage and necrosis. The injecting dermatologist told the patient they had a vascular occlusion and necrosis. Patient is now permanently scarred because of the product. Treatment included the use of hyaluronidase and debridement of the tissue between the eyes and forehead. No information was provided regarding if the event has resolved. Patient was taking enapril, trimetreme, robaxin, melatonin, magnesium, zinc, vitamin e, vitamin d, and b12 at the time of injection.